Event description:
Plastibell used for circumcision had been pushed too far down on glans penis during procedure causing inability for plastibell to come off and resulting in tourniquet injury to distal glans penis. Device initially could not be removed, finally had to be cut off with ring cutter. Infant still has a ring type erosion into glans, pictures of injury available.